Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The sales rep has reported on behalf of the customer that during surgery over a year ago on (B)(6) 2014, the screw thread from the trigger mechanism of a non v40 rasp handle allegedly sheared off and remains in the patient. The sales rep has reported that the reported incident was picked up on an xray 12 months post op.

Manufacturer narrative:
An event regarding damage involving an exeter rasp handle was reported. The event was confirmed. Method and results: device evaluation and results: the device was returned and it was confirmed that a rivet was missing. The rasp handle showed normal trace of use: lot of marks on the impact surface, but also on the top on the handle. Dimensional inspection was performed with a cmm and was found compliant. Functional test was performed and the devices are functionally acceptable as the rasp is firmly attached to the instruments. Medical records received and evaluation: not performed as medical records were not provided for review. Device history review: device history review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies complaint history review: a review of the complaint history databases shows that there has been no other similar reported events for the subject lot code. Conclusions the event was confirmed. The returned device is non conforming. No further investigation is possible at this time. Further information including post-operative x-rays and the operative report are needed to complete the investigation. If additional information becomes available, this investigation will be reopened.

Event description:
The sales rep has reported on behalf of the customer that during surgery over a year ago on (B)(6) 2014, the screw thread from the trigger mechanism of a non v40 rasp handle allegedly sheared off and remains in the patient. The sales rep has reported that the reported incident was picked up on an xray 12 months post op.